Event description:
It was reported to boston scientific corporation that a spyglass discover was used in the cystic duct during a laparoscopic common bile duct exploration (lcbde) discover procedure performed on (B)(6) 2025. During procedure, a discover basket was used with a spycope to attempt to remove a stone. However, the stone was too large to be remove from the duct and got stuck inside the basket. There were no visible damage noted on the basket. The patient was then converted to open surgery. The basket was disassembled to remove the scope off. The stone was successfully removed from the basket. The basket and stone was successfully removed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a spyglass discover was used in the cystic duct during a laparoscopic common bile duct exploration (lcbde) discover procedure performed on (B)(6) 2025. During procedure, a discover basket was used with a spycope to attempt to remove a stone. However, the stone was too large to be remove from the duct and got stuck inside the basket. There were no visible damage noted on the basket. The patient was then converted to open surgery. The basket was disassembled to remove the scope off. The stone was successfully removed from the basket. The basket and stone was successfully removed. Additional information received on february 7, 2025. The size of the stone was approximately 5-6mm.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f19 captures the reportable event of surgical intervention. Block h2: block b5 has been updated based on the additional information received on february 7, 2025. Correction to field g1 MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, and MFR site country.